Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a mentor smooth round moderate plus profile 500cc saline prosthesis experienced right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on february 3, 2021. The device was explanted on (B)(6) 2021. Also, the deflation occurred on the left side, not the right side as reported previously. D4 has been updated with the left sided lot and serial numbers. A manufacturing record evaluation was performed for the finished device number 6661449 , and no non-conformances were identified. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 25, 2021. When the device was explanted it was replaced with a mentor smooth round moderate plus profile 500cc saline prosthesis. The mentor failure analysis lab received the device for evaluation on march 17, 2021. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 15, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant had a tear on the posterior view measuring approximately 9.0 cm. Additionally, an area of missing material was identified in the posterior view measuring approximately 0.2 cm x 0.2 cm. Microscopic examination was performed on the edges of the tear and area of missing material, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. No more striations were found in the remaining area of the tear and the area of missing material. In addition, it is possible that the cause of the deflation regarding the area of missing material and in the remaining area of the tear was the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 23, 2021. The deflation was stated to be caused during a liposuction and fat transfer operation. Manufacturer¿s reference number: (B)(4).